Event description:
It was reported that the customer had low blood glucose levels of 35 mg/dl. It was reported that the paramedics were called in to treat the customer and bring up his blood glucose levels. The customer reported that he slept in and had not eaten breakfast yet. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).